Event description:
Event description guidant received information that a clinician reported that while performing unspecified testing, loss of ventricular capture was observed. However, when this ventricular lead was thoroughly evaluated, no lead abnormalities were detected. A review of the device electrograms and counters revealed no abnormalities. While testing the patient's atrial lead, impedance measurements ranged between 590-1900 ohms and several measurements during the follow-up testing were greater than 2500 ohms. Noise was observed on the atrial lead with isometrics, as well as no capture. It was reported the patient had a hickman catheter placed directly on top of the patient's pacemaker. No adverse patient effects or symtoms have been reported.